Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the male luer on the primary administration set spun off of the maxplus valve on the mp9232-c extension set during an infusion of vancomycin in the ed. The user stated that the vancomycin had leaked onto the floor and the patient did not receive all of the vancomycin. No patient harm or medical intervention occurred. No further patient/event information was reported.